Event description:
The user facility's biomedical engineer (biomed) reported that during preventative maintenance (pm) of the device, an error message occurred: "pump cover open". The biomed found the connector was not connected to p9 of the pump pod. The wires appeared to be caught when they come close to where the pump head can be rotated. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded.